Event description:
It was reported that on (B)(6) 2022 a male patient underwent a staged sub-xiphoid hybrid epicardial ablation procedure with left atrial appendage management. A tee was performed before clip placement and was negative for thrombus. On the evening of (B)(6) 2022 the patient suffered a stroke. MRI confirmed patient suffered an embolic stroke. Patient experienced an eye twitch but is recovering. This was a procedural complication and there was no reported device malfunction.

Manufacturer narrative:
(B)(4). The epi-sense device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the epi-sense device was not reported or able to be ascertained.